Manufacturer narrative:
(B)(4).

Event description:
It was reported that unspecified backup was observed. The device had been exposed to cold temperatures. No patient was involved.

Manufacturer narrative:
The reported field event of backup vvi reset was confirmed in the laboratory and was due to parity error. The device was tested on the bench and the reset was replicated in the laboratory when the device was subjected to temperature outside of the operating range. The cause of the bvvi was the device reset due to exposed to extreme temperature.